Event description:
It was reported that stent damage occurred. Following pre-dilation, a 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent strut was noted to be lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.